Event description:
No additional information received from the customer.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Updated fields: d8, g1, h2, h6 and h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was unable to capture image. The malfunction was observed during a diagnostic colonoscopy procedure. The procedure was completed with delay, using the same device. There were no reports of patient harm.